Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the ventilator. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 94 hours of extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the patient died while connected to the ventilator. There were no alarms or any allegations of the ventilator malfunctioning. The customer has requested to have the ventilator evaluated as a precaution.